Event description:
During baxter's functionality testing of a spectrum pump, it displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). Elevated signals make the device more sensitive to pressure and can contribute to false downstream occlusion alarms. The device was calibrated to correct the condition.